Event description:
In (B)(6) 2006, the patient was implanted with pelvic mesh product. It was reported that the patient "has suffered/will continue to suffer pain, suffering, disability, impairment" as a result of the implantation of the pelvic mesh product.

Manufacturer narrative:
Two pelvic mesh products were implanted in this patient. It is unknown if an ams product was used. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.